Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump keeps alarming with motor errors and no delivery. The patient's blood glucose at the time of incident prior to the first motor error was 45 mg/dl. The confirmed that after each motor error she was able to reset the pump and complete the rewind sequence for the pump to resume normal function. Troubleshooting was initiated for the motor error alarms. The customer stated that the pump alarmed during a bolus for a past motor error, but that the most recent one may have been during basal delivery. The customer was able to prime and rewind the pump, and the device also passed the displacement test. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.